Event description:
It was reported that when using the bd pyxis¿ es server, multiple station had critical override. Customer stated that station did not turn into override mode, needed to turn the machine manually and failed to communicate. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the issue had resulted from incorrect tls configurations on the three es servers (armc-pyxessrvp, armc-pyxesrptp, and armc-pyxessrvt), which prevented the sql services (sqlexpress) from starting and caused system-wide communication failures. A technical support specialist determined that the hit corrected the tls settings per ka 000007279, restarted the servers, and rebooted the cce server, all sql services, etl processes, medstation connectivity, and patient/order crossings were restored to full functionality. The system operated as intended after the technical support specialist completed the troubleshooting and investigation.